Event description:
It was reported that the implantable neurostimulator (ins) in the right buttocks began ¿tenting¿ at some point and had just eroded through the skin at the device pocket. As a result the ins was explanted and returned to the manufacturer. The physician suspected an infection but the type of infection was unknown. The physician also placed the patient on antibiotics. The type and dose of antibiotics were unknown. The leads remained and were capped. No alleged product issue.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found # 15 conductor was broken 2.9 cm from the proximal end. Analysis of the ins (s/n (B)(4)), found no significant anomaly and the ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. Product ID: 3888-45, lot# v383868, implanted: 2010-(B)(6), product type: lead. Product ID: 37711, serial# (B)(4), implanted: 2010-(B)(6), product type: implantable neurostimulator. Product ID: 37082-20, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID 3888-45 lot# v308402, implanted: 2009-(B)(6), product type: lead. Product ID: 8590-9, lot# n212417, implanted: 2009-(B)(6), product type: accessory. Product ID: 8590-9, lot# n193831, implanted: 2009-(B)(6), product type: accessory. Product ID: 355024, lot# n085531, implanted: 2009-(B)(6), product type: accessory. Product ID: 7427v, serial# (B)(4), implanted: 2006-(B)(6), product type: implantable neurostimulator. Product ID: 748925, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 3487a-45, lot# j0555470v, implanted: 2006-(B)(6), product type: lead. Product ID: 748925, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.